Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy procedure. It was reported that the clips were falling out of the forks prior to firing when the surgeon was lining up the instrument for placement on the tissue. The case was finished with an allport. There was no consequence to the pt.